Manufacturer narrative:
Initially, the event was assessed as a hemostatic valve separation. The biosense webster, inc. Product analysis lab received the device for evaluation on (B)(6) 2021 and observed on (B)(6) 2021 that the device was received in the condition reported as the hemostatic valve was dislodged inside the hub. The hemostatic valve issue remains assessed as MDR reportable. The device evaluation was completed on (B)(6)2021. It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where a hemostatic valve separation issue occurred. It was reported that while prepping the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium sheath and advancing the dilator, the hemostatic valve detached. The sheath was replaced and the same issue occurred. The second sheath was then replaced with a different lot number and the procedure was continued. The hemostatic valve did not break into pieces nor detached from the sheath. The device was not used on the patient. There was no patient consequence reported. A visual inspection was performed to the device and it was found that the hemostatic valve was dislodged inside the hub of the device. The issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where a hemostatic valve separation issue occurred. It was reported that while prepping the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium sheath and advancing the dilator, the hemostatic valve detached. The sheath was replaced and the same issue occurred. The second sheath was then replaced with a different lot number and the procedure was continued. The hemostatic valve did not break into pieces nor detached from the sheath. The device was not used on the patient. There was no patient consequence reported. The event was assessed as MDR reportable hemostatic valve separation issues on both the sheaths that encountered the issue.